Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was then removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was then removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.